Manufacturer narrative:
The analysis on the power switching board was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The medtronic representative replaced ias computer and the pcba switch board. The imaging system then passed the system checkout and was found to be fully functional. The suspect power switching board has been received by the manufacturer for evaluation. However, results are not available at this time. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not power on. The site attempted to reboot and reconnect umbilical several times with no change in status. No additional information was provided. There was no patient present when this issue was identified.